Manufacturer narrative:
The pt's sample was returned to ocd qa for further eval. The sample was received after the product (0.8% surgiscreen vss104) had already expired. The sample was tested with other 0.8% reagent red blood cells of the m+n+ and m-n+ phenotypes. No reactivity was observed.